Event description:
The customer reported that she experienced high blood glucose of 367mg/dl and gave herself a bolus. The customer stated that she was hospitalized for low blood glucose of 21mg/d. The customer mentioned the father in law found her unconscious and woke her up with low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The customer stated that on 2008 she was also hospitalized for diabetes ketoacidosis and was in for flu. The caller mentioned that when she has high blood glucose she smells ammonia and had neuropathy. The caller stated that she is not depressed, but she was put on a medication for the depression, but she stopped taking the medication. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.